Manufacturer narrative:
(B)(4). Additional information: evidence of reprocessing/re-use of a single-patient use device. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. In addition, the instrument logos were blurred. Due to the condition of the blade which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce horizontal metal scratches to the blade of the device.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.